Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A visual inspection was performed and no issues were noted. Functional testing and a one hour therapy were successfully performed. Upon conclusion of the investigation, the cause of the reported issue could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 106 (night drain #6) alarm occurred during drain six of six of peritoneal dialysis on the homechoice. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The caregiver reported that the patient used a higher concentration (4.25%) solution than they normally used. The drain volume was 4466ml and the largest prescribed fill volume was 1900ml. The caregiver stated that the patient was not showing symptoms of overfill. There was no patient injury or medical intervention reported. No additional information is available.